Event description:
2006: lf customer support faxed "voiding stool has warped screw and 1 screw fell out with pt on stool. No pt injury." The following day, lf fse faxed "voiding stool was attached to table and tested to ensure unit secure. Table was rotated and pt attempted to sit on stool. Right hand voiding stool latch disengaged and voiding stool swung free. Pt was dumped out of voiding stool, but nursing staff was able to support pt and prevent fall. Left latch remained engaged, but bent beyond use. Voiding stool removed from table and service called. Pt complained to nursing staff and indicated possible legal action." The following day, male having urodynamics procedure. Customer states no pt injury and indicates that pt also states there were no injuries.

Manufacturer narrative:
I examined the latches that were sent back as well as the entire voiding stool. The following is my assessment: the left latch was bent and non-functional presumably due to the incident described in the complaint where the right latch was not secure. I disassembled the latch and no problems were evident prior to the catastrophic event. The right latch was cleaned and decontaminated prior to the eval. When evaluated, it was in working order. I inserted the latch into the latch block and it worked properly. I disassembled the latch and it showed no signs of excessive wear or any problems to prevent it from working properly. Examined the assembly fixture to make sure the latch dimension (.635-in) was correct. It is to spec. Checked latch blocks (403428 and 403429) in inventory and found that they are made to spec. Dimensionally checked the returned latch blocks and found that they were made to spec. The latch point showed some signs of normal wear, but would not cause the catastrophic failure described in the complaint. Conclusions: when I examined the parts they were in working order; however, it is obvious that a failure had occurred due to the bent latch. It could be possible that the latch was stuck or sticking due to contamination in the mechanism, but the decontamination process eliminated it prior to my eval. Another possibility is that the latch was not seated properly when the urodynamics chair was assembled to the table. In any event, the operator's manual instructs the user to check the security of the latches prior to use.